Manufacturer narrative:
The pump was not returned for analysis. The data logs do not pertain to the failure mode. Imaging was requested in order to observe the patient's level of previously known peripheral disease, but imaging was not shared. Should more information come to light regarding the cause of the limb ischemia, a supplemental will be filed. (B)(4).

Event description:
A patient was admitted for coronary artery bypass surgery. Two grafts were placed. Two days later the patient decompensated with vt storm and had an impella placed for hemodynamic support. A femoral-t-femoral external bypass was placed to perfuse the patient's lower limbs due to known history of peripheral vascular disease. After two days of support the impella was explanted due to limb ischemia. After explant the surgical team repaired the limb.